Manufacturer narrative:
(B)(4). D10: 650-1065 cer option type 1 tpr sleve - 3 lot number is 3050891; 650-1055 cer bioloxd option hd 28mm lot number is 3050659; 010000996 g7 screw 6.5mm x 15mm lot number is 6944412; 010000996 g7 screw 6.5mm x 15mm lot number is 6944412; 110010265 g7 osseoti multihole 54mm f lot number is 6746594; 51-108080 tprlc 133 mp t1 pps so 8x101mm lot number is 6839395. G2: foreign: japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product was returned, images provided, or medical records were provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 2 years and 3 months post implantation due to dislocation of the bearing from the head. It was discovered that the bearing was removed from the head during the revision surgery. There is no additional information available at the time of this report.